Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was damaged during an unrelated surgery. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient's ipg was damaged during a non-device related surgery. There will be no further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient had a fall and excessive scar tissue causing the high impedance. The patient underwent a revision procedure wherein the ipg, and splitter were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was damaged during a non-device related surgery. There will be no further course of action at this time.